Manufacturer narrative:
Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Other relevant device(s) are: product ID: 200sh16, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that 4 months post implant of this pulmonary valved conduit in a 5 year old pediatric patient, the conduit was explanted and replaced with a valved conduit of the same model. The reason for replacement was not reported. Subsequently, a permanent pacemaker was implanted on the same day due to complete heart block. No additional adverse patient effects were reported.